Event description:
It was reported to philips that system was auto shut down intermittently. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) checked system and confirmed that system was auto shut down intermittently. As previous troubleshooting fse performed sib replacement. To resolve the issue fse performed system functionality and monitor the system several days. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.